Manufacturer narrative:
The investigation determined that discordant vitros anti- sars-cov-2 igg results were obtained from a patient sample when processed using vitros cov2igg reagent lot 0130 on a vitros 5600 integrated system. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all qc fluid results were within the correct IFU interpretation region. Additionally, there is no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation was potentially present in the affected sample, although this could not be confirmed. It was concluded that the the discordancy between the vitros cov2igg and cov2tot assays was due to false positive results for the samples. The vitros cov2igg instructions for use does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0130.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from a single patient sample tested on a vitros 5600 integrated system. The vitros cov2igg results were considered discordant as non-reactive results were obtained for the same sample tested using a vitros anti-sars-cov-2 total (cov2tot) method. Patient sample 1 results of 1.82 and 1.72 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot and cov2igg results were reported from the laboratory to a physician. Ortho is not aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).